Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
L3-s2 instrumentation using expedium was performed on a patient with stenosis on (B)(6) 2015, which case was already reported as (B)(4). On (B)(6) 2015, as a result of MRI scan after the surgery, the surgeon found that the MRI photo was fogged by halation and would like to know urgently what caused the halation. The details are as follows. Neither blood tumor, nor spinal leakage, nor infection happened; the halation seemingly took place on the right rod; the halation was consecutively found on the right side of l3-5 on MRI photo, but never found on the CT; the halation was strongest on l4 .

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.